Event description:
Pump alarmed for low reservoir but reservoir contained 160 units of insulin remaining. Also, pt states she is unable to go beyond the clock screen on pump. This required no physician or hosp intervention. Injections were given at home.